Manufacturer narrative:
The cause for the (B)(6) result compared to a (B)(6) alternate test method (viral load) result is unknown. The customer's advia centaur xp (B)(6) quality control results were acceptable at the time of the event. Siemens has requested the patient sample for investigation. The limitations section of the instructions for use states : "the results from this or any other diagnostic kit should be used and interpreted only in the context of the overall clinical picture. A negative test result does not exclude the possibility of exposure to (B)(6) virus. The calculated values for hepatitis c in a given specimen as determined by assays from different manufacturers can vary due to differences in assay methods and reagent specificity. The results reported by the laboratory to the physician must include the identity of the assay used. Values obtained with different assay methods cannot be used interchangeably. The reported antibody level cannot be correlated to an endpoint titer." The instrument is performing within specifications.

Event description:
Customer observed a (B)(6) result for a patient with the advia centaur xp (B)(4) assay. The sample was (B)(6) for viral load. There are no reports that treatment was altered or prescribed due to the discordant (B)(6) result.

Manufacturer narrative:
Siemens filed MDR 1219913-2016-00157 on august 31, 2016 reporting a (B)(6) result for a patient using the advia centaur xp (B)(4) for and (B)(6) for viral load. Siemens requested the sample for testing. October 12, 2016 - additional information siemens tested the sample with two different lots of advia centaur (B)(4) (reagent lots 062268 and 062269) and 5 additional solid phase test conditions. The sample was (B)(6) with both reagent lots as well as the 5 test conditions. Siemens also tested the sample an on alternate method which measures serology. The result was (B)(6) on the alternate method as well. These results indicate that there is not enough (B)(6) antibody present in the sample to cause a (B)(6) result. It is unknown why the result is depressed. Some factors which can cause falsely depressed results are treatment, immunodeficiency or an unknown interferent.